Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was able to power on however, the l603 component was broken off causing the 3.3 v line to be open on the computer/analog board. The root cause for the defective l603 could not be positively identified. No adverse event resulted from the damaged monitor.